Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficult to insert the guide wire. It is likely that there was a blockage or narrowing of the sheath lumen, possibly related to the seal insertion process during manufacturing, which prevented easy access for the guidewire. A review of the complaint handling database found a similar incident from this lot. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 7f sheath prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, it was difficult to re-insert the j tip 0.035 guide wire after the prostar xl sutures were preplaced. The back end of the guide wire was used to pass whatever obstruction within the prostar xl device. The interventional procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.